Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical australia; the customer's report was duplicated and the processor/bridge/pace (pbp) board was replaced to resolve the report. The device was recertified and returned to the customer. The pbp board was returned to zoll medical united states; the customer's report was duplicated and attributed to a faulty diode on the pbp board. Analysis for reports of this type has not identified an increase in trend.